Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Event description:
Allegedly patient returned to the facility with discomfort on (B)(6) 2011. X-ray showed possible broken implant. At revision, implant was found to be broken. Removed and replaced with new implant (same product, same size). Good fit with no further complaints of pain/discomfort.